Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4)) for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During set up for patient use, the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. The patient treatment was not initiated with another console due to patient low brain activity.